Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/ compromised force sensor, and excessive no delivery alarm test. No motor error alarm noted. The motor passed motor test. The insulin pump was received with cracked case on display on display window corners, minor scratched lcd window, cracked reservoir tube lip, and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call that the pump had button error alarm and motor error alarm. The blood glucose at the time of the incident was 352 mg/dl. She states the customer received a button error alarm. The wife was disconnected and called back. She states that prior to the button error the customer received a motor error. Troubleshooting was not able to resolve the issue and the declined for the high blood glucose. The device will be returned for analysis.